Event description:
The sense/pace portion was returned for analysis.

Event description:
It was reported that an asymptomatic patient presented in the operating room for normal eri device change out. High, out of range, pacing lead impedance and high capture threshold were observed. The pace/sense portion of the lead was capped and replaced. The defib portion remains active. The patient condition was fine.

Manufacturer narrative:
A partial lead with the connector pin measuring 3.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.